Event description:
It was reported that the pump had an upstream occlusion error. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. The complaint was confirmed in the event log but was unable to be replicated during functional or accuracy testing. The device underwent preventive maintenance (pm) and no issues were detected. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.